Event description:
Event description guidant received information that this right ventricular lead dislodged. The lead was explanted and another right ventricular lead was successfully implanted during the procedure. No adverse patient effects were reported.